Event description:
Pt had a femoral hernia repaired with a bard per-fix mesh plug. They developed disabling groin pain after this repair. They had multiple neurolyses. Md explored their groin eleven days later and found erosion of the mesh plug down and into femoral canal, and adhesion of the mesh plug with erosion into the iliac vein. There was also a "meshoma" of the onlay mesh with involvement of the iliohypogastric and genito-femoral nerves.